Event description:
The customer reported that their device would power cycle by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The removed power pcb assembly was further evaluated in the failure analysis center where it was determined that the cause of the reported failure was due to a partially shorted capacitor, designator c4. It was also observed that there was a burned open trace between capacitors c4 and c25.